Event description:
IV technician was pulling up multivitamin solution for the tpn compounder in a tyco kendall monoject 60ml luer lock tip syringe lot # 123601728 when a large piece of plastic was identified inside the syringe.